Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer's ref. No:(B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation, a steam pop occurred and the patient became hypotensive. Pericardial effusion was confirmed via ultrasound. Pericardiocentesis yielded 840-1000ml. Patient was reported to be in stable condition. Patient has since been transferred from the intensive care unit (ICU) to the ward.multiple attempts have been made to obtain clarification in this complaint. However, no further information has been made available.